Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 12/3/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please provide a photo of the labeling identification of the box/individual foil device with the alleged deficiency. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6)). Na please confirm if the device is available for product return. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Product retained as per local regulation since the event was notified to the moh by the customer. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2024 and suture was used. During orthopedic surgery, patient allergic to unspecified drug. The doctor asks for a vicryl plus 2-0 vcp320h thread that contains antibacterial (triclosan). It was tried to understand the type of molecule in the thread to rule out any allergy. No such information can be found on the outer multi-packaging or on the individual wire packaging. Inside the box of wires, you can consult the leaflet, but it does not contain any information in italian, only foreign languages. It is decided to proceed with normal vicryl's thread pending more information. At the end of the operation, other vicryl plus packages are opened and all have the same problem: no molecule specification on the individual packages and it is impossible to read the internal package insert in italian. An incident is reported for possible consequences if the patient has been allergic to the molecule and the inability to find important information at the time of use. There were no patient consequences reported. Additional information was requested.